Manufacturer narrative:
The device was returned to olympus for inspection, and a reportable malfunction was found. Based on the results of the investigation, probable causes are due to some kind of stress, such as damage or deterioration of parts, without any design or manufacturing issue. However, a conclusive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the ultrasonic gastrovideoscope had deep cuts on pink rubber showing metal. There was no patient involvement.